Event description:
It was reported that a high impedance (>4000 ohms) were measured on all contacts and a device failure was suspected. The neurostimulator was replaced and high impedances (>4000 ohms) were again measured. A breakage of the attached lead was suspected and so the lead was replaced. No patient injuries were reported and was noted to be "healthy again".

Manufacturer narrative:
(B) (4). Analysis results were not available at the time of this report. A follow-up report will be sent when the analysis is completed.